Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one open pouch that pertains to product code vm95. During the visual inspection of the returned samples, it was noted that the bottom of the pouch exhibited wrinkles and a noticeable hole. The hole appears to have been caused externally by an unknown object, which likely compromised the integrity of packaging. A photo was provided showing a hole in the bottom of the pouch. Due to the damage found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and mesh was used. When taking care of a patient in an emergency. Surgeon's request: vicryl vm95 plate. The ibode (nurse) in the operating room opens the carton and sees a hole in the sterile package. Opening a new plaque, wasting time and money. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/26/2026. H6 component code: g07002 -pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: where was the location of the hole in the packaging? The hole was present on the sterile packaging (inner pouch) containing the medical device (attached photo) and the device was sent for expertise when was it noticed that the packaging had a hole? The hole was observed when the cardboard packaging was opened in the operating room by ibode, during the emergency care of the patient. Was the packaging received damaged during transit? No damage was reported on the outer carton packaging upon receipt. Please indicate storage conditions in the hospital? The product has been stored in accordance with the usual storage conditions for sterile medical devices within the hospital, in a dedicated, clean area. Was the product used on the patient? No, the product was not used on the patient due to the sterility rupture noted. What was not sealed ¿ the product box, or the pouch that has the white envelope inside? The non-compliance concerned the internal sterile pouch containing the device (presence of a hole). The outer carton packaging was intact. Was the product used during the procedure? If no, how was the procedure completed? No, the product was not used during the procedure due to loss of sterility. The procedure was carried out using another compliant device available as a replacement. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.